Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket/510(k) #: additional premarket/510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "discomfort, numbness, pain, device - migration" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had their neurostimulator and tined lead revised due to migration. Initially, the patient experienced numbness down their leg into their foot and some sciatic pain. The patient was assisted with turning their stimulation off and reported no longer experiencing numbness in their leg. There was no further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead revised due to migration. Initially, the patient experienced numbness down their leg into their foot and some sciatic pain. The patient was assisted with turning their stimulation off and reported no longer experiencing numbness in their leg. There was no further patient complications were reported.